Manufacturer narrative:
Corrected data: should have been in initial MDR. Injector model: msi-pm and cartridge model: cq. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found the lens torn in two pieces, hapitcs separated from lens and a tear in the optic. Claim #: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cq2015a collamer three piece lens,+21.5 diopter, was implanted and removed within the same surgery because the surgeon noticed a pigment on the lens and the lens looked thicker than normal. The reporter stated that the or technician inspected the lens prior to loading but did not notice anything unusual with the lens. There was no patient injury and the backup lens was implanted.